Event description:
It was reported that the device showed unstable lead impedance measurements due to a connector problem. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. We also received performance data collected from the device and have analyzed the data. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. The weekly pace lead impedance trend data show various spike increases for max rv pace equal to 560 to 5696 ohms peak between (B)(6) 2010 and (B)(6) 2012.